Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that her bayer meter is saying its at 400mg/dl. The customer administered 12u of insulin and checked her blood glucose. The blood glucose was 407 mg/dl. The customer was advidsed to go to a clinic since she does not have a healthcare provider. Nothing is returning.